Event description:
It was reported that the device was used during a surgical procedure. The device would not open easily after it was fired. On the second firing the staples did not form properly. There was no patient consequence. Another device was used to complete the case.